Manufacturer narrative:
Continuation of concomitant products: 6947m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission noted possible undersensing on the right ventricular lead during a ventricular arrhythmia and atrial undersensing. An increase in the left ventricular threshold was also noted. Four days later, the patient was experiencing general weakness. An additional remote transmission noted continued atrial undersensing causing atrial arrhythmias to be terminated and a new episode begins. All of the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.